Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer reported several discordant ipth results obtained from fine needle biopsy on the immulite 2000 with kit lot 320. Calibration and quality control samples were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and indicated that parathyroid cysts are rare lesions and often considered as thyroid cysts. Parathyroid cysts are always filled with a crystal clear fluid that may contain an abundant amount of parathyroid hormone. With a fine needle aspiration pth values could be in the thousands. The immulite 2000 ipth assay was validated with serum or edta samples only. Using samples from a fine needle aspiration is considered off label use. The cause of the discordant, falsely low ipth results on three patient samples is unknown.

Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on three patient samples upon initial and repeat testing on two different immulite 2000 instruments, while using kit lot 320. The samples were diluted with several dilution factors, resulting different each time. The discordant result for patient 1 was reported to the physician(s), while the discordant results for the other two patients were not reported. For patient 1, the corrected result was obtained upon diluting the sample with 1:2000 dilution factor and was reported to the physician(s). No results were reported for the other two patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth results.